Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error alarm. The customer stated that insulin pump encountered some pump error before open book alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error alarm. The customer stated that insulin pump encountered some pump error before open book alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring : black. Customer returned pump for an alleged critical pump error (open book image alarm) found on (B)(6)2021. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, sleep current measurement, and active current measurement. No critical pump error (open book image alarm) was noted during testing. Successfully downloaded history files and traces using thus. Critical errors of pump error 4 alarm on (B)(6)2021 at 11:40:01, and pump error 53 (file #: 30424, line #: 1024) on (B)(6)2021 at 10:56:57 and 10:58:33 were found in the pump history file. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. Force sensor zero offset within specification (22.4mv). Test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, keypad overlay texture damage, cracked battery tube threads, cracked case above arrow and battery icon, minorly scratched lcd window, scratched case, and cracked keypad overlay. Customer allegation of critical pump error (open book image alarm) was confirmed due to pump error 4 alarm and pump error 53 alarm. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.